Manufacturer narrative:
(B)(4). The evaluation findings of fiber broken within the connector. (B)(4). One accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 4.0 mm and appeared used. There was no damage noted along the body of the fiber. Examination under magnification revealed that the pattern on the tip face was consistent with very mild normal degradation. Additionally, only minimal light was seen traveling to the fiber face within the sub miniature-a (sma), this indicated that the fiber was broken within connector. As a result, the aiming beam was weak and round; and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The fiber face within the sub miniature-a (sma) showed no evidence of blast shield damage. Therefore, the complaint could not be confirmed. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, when they plugged the laser fiber it backfired into the laser machine. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector. Please refer for full investigation details.